Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 01/12/2012, belt 05/20/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. Per clinical review of the continuous ECG recording, the device was started up at 03:14:27 on (B)(6) 2021. The patient was in sinus rhythm at 90 bpm with pvc's at approximately 08:37:31. The patient's rhythm slowed to bradycardia at 40 bpm at approximately 08:39:36. The patient's rhythm then degraded to asystole with intermittent cardiac activity at approximately 08:42:11. The patient's rhythm transitioned to vt at 120 bpm with CPR/motion artifact and electrode lead fall off at 08:42:46. CPR/motion artifact and electrode lead fall off obscured the patient's rhythm at 08:42:49. CPR/motion artifact and the vt only being seen for 3 seconds prevented the lifevest from detecting the vt arrhythmia. CPR/motion artifact obscured the patient's rhythm until the electrode belt disconnection at 08:51:28.